Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, when the catheter was connected and saline was being injected in this volumeview kit, the manifold broke. It was not used on the patient at that time. There was no allegation of patient injury. Patient demographics were requested but not yet provided. Follow up has started for device return.

Manufacturer narrative:
The device involved in this complaint was discarded by the facility; therefore, it was not available for evaluation. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. The device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Additionally, these units go through a visual inspection process performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The following additional information were provided: the manifold broke during use in patient, when transferred from ICU to general ward. Event date was updated. Patient demographics were not available. Manufacturer address information was updated.